Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). It is unknown at this time if the customer is returning the device for evaluation, however a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported that during a reverse total shoulder arthroplasty, an instrument fractured and the patient retained a fragment from the instrument. Attempts to obtain additional information are in process, however further information is not available at this time.